Manufacturer narrative:
(B)(4).

Event description:
It was reported that during transport, the staff experienced several helium loss alarms on the intra-aortic balloon pump (iabp). The field service engineer (fse) was called in to service the pump. The fse ran helium leak test but could not duplicate the symptom. The pump was placed back into service. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp alarm: helium loss is not able to be confirmed. A teleflex field service engineer serviced the pump and could not duplicate the issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during transport, the staff experienced several helium loss alarms on the intra-aortic balloon pump (iabp). The field service engineer (fse) was called in to service the pump. The fse ran helium leak test but could not duplicate the symptom. The pump was placed back into service. There was no report of patient complication or serious injury and death.